Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her left side under one the electrodes. The area was described as a red, bumpy irritation. The patient and medical staff decided that the patient will end use of the lifevest. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.